Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. Despite multiple troubleshooting attempts, the error persisted. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100 product type: generator product event summary: the pscc100 catheter of lot number 0012761249 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. Catheter identification & ablation: the printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error # 2000 indicating that there was an electrical current error. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable) was conducted. Electrical continuity test revealed an open loop on the electrode #9 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #9 detachment was observed. During inspection of the shaft segment, an electrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire was observed to be kinked. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the return product inspection due to an electrode wire to electrode detachment observed in the spiral array, charred electrode wire observed in the shaft region, kinked electrode wire observed in the shaft and electrode wire observed to be tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.